Event description:
It was reported that in an abstract that total of 8 patients underwent balloon kyphoplasty procedures (bkp) with posterior fixation to treat compression fractures. Of the 8 patients, 7 were treated with a 2-level fusion, and one with a 4-level fusion. The mean follow-up period was 7 months. It was reported that two cases of re-fracture of the treated levels was found in 2 cases, collapse of the bkp-treated vertebral body, in 2. No incident fracture was observed at any sites other than the fusion.

Manufacturer narrative:
(B)(4). Location : unknown although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.